Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. After the clip was fired the device could not be removed from the patient anatomy. Counter traction was applied and along with an assertive pull, the device was successfully removed. Hemostasis was achieved with the device. Reportedly, this nick and spread may not have been wide enough and the clip may have caught on tissue causing the difficulty in device removal. There were no adverse patient effects. No additional information was provided

Manufacturer narrative:
The device has been received. Investigation is not yet complete.